Manufacturer narrative:
This follow-up MDR is created to document the device evaluation. Examination and testing of the returned components revealed a separation in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. No functional abnormalities were noted with either cylinders, reservoir or detached tubing. Photos were received of the pump right after explant. The separation appears to be small initially, but other photos show the separation to be larger. Most likely after the explant procedure and during examination of the pump in the or, the separation site was inadvertently propagated larger. However, based on the examination of the returned product, the surfaces appear to be smooth and non-striated, which indicates stress may have been exerted on the pump while in vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A device history review (DHR) was completed by a quality engineer. The review concluded that the pump met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was having a revision surgery for a malfunctioning device. Once the pump was explained it was discovered that the pump had split at the seam. The patient had his device since (B)(6) 2018 and when he was pumping, heard a pop and felt a liquid sensation. On examination all other components of the ipp and all connections were intact.